Manufacturer narrative:
No device will be returned, therefore, no direct product analysis will be available. The device history record was reviewed. All mfg and qa testing was carried out in accordance with standard procedures. The device history record for this device shows that the product met its specs at the time of release. As no device was rec'd for analysis, it is not possible to determine the root cause of the event.

Event description:
It was reported that about 3 weeks after a transurethral microwave treatment procedure, a rectal fistula occurred. The physician successfully completed the procedure with a targis system. About 3 weeks after the pt started to complain of passing urine in his bowel movement, therefore, the physician decided to perform a cystoscopy. During the exam, the physician noticed a rectal fistula. The pt was treated with a foley catheter and the fistula healed on its own. No further treatments or sequela were reported. Pt is currently in stable condition.